Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve procedure, during stomach resection, the device did not fire. They used another reload and handle to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Visual inspection of the returned product noted that the reloads were partially fired. Inspection of both reloads noted protruding staples at the 4 cm cut line. Microscopic evaluation of one of the reloads noted that one of the reloads had damage to the cutting edge of the knife blade. Additionally, this same reload had a deformed clamping mechanism. Functionally, the reloads were loaded into a post market vigilance instrument, the interlock were overridden, and the reloads were applied to test media. The remaining trs material was properly placed and distal sutures were properly released. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. The information booklet which accompanies each product shipment cautions the user; ensure that no obstructions (such as clips) are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.